Event description:
It was reported that stent damage occurred. The 95% stenosed, 20mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.5mm in diameter right coronary artery. A 3.50x20mm promus element ¿ stent was selected however during the procedure, it was noted that the head of the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the device inner and markerbands profile. A visual and tactile examination found no kinks or damage along the length of the shaft polymer extrusion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.5mm in diameter right coronary artery. A 3.50x20mm promus element stent was selected however during the procedure, it was noted that the head of the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).